Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported kink was confirmed. However, as there was no damage noted to the device prior to use, this suggests a product issue did not contribute to the reported difficulties. In this case, it is possible that handling/manipulation during insertion contributed to the reported kink. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report number. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a vessel was attempted with three proglide devices, using the pre-close technique, via a 6f sheath prior to an interventional procedure. The suture of the first proglide device was successfully preplaced. Reportedly, shaft kinking inside the anatomy below the foot in the distal guide of the second proglide device was observed prior to foot deployment. The proglide device was removed without difficulty. A new proglide device was used and a suture break occurred. The procedure was completed and hemostasis was achieved via surgical cut down and suturing. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.